Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed silicone was slightly peeled back after placing hp-2 cutting tool in cannula. Wire not sticking out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed silicone was slightly peeled back after placing hp-2 cutting tool in cannula. Wire not sticking out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot #25153340 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 13nov2020. An investigation was conducted on 23nov2020. A visual inspection was conducted. Signs of clinical use was observed on the harvesting handle as well as the heater wire. The heater wire was observed to be intact, no visual defects observed. The clear silicone insulation on the side of the cold jaw was observed to be peeled away from the cold jaw, exposing the metal portion of the cold jaw. The detached silicone was not returned for evaluation. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed.